Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: 31-jul-2018, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no. Mfg date: 31-jul-2017. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: 31-dec-2020, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 05-dec-2019. Labeled for single use: no. (B)(4). Additional information has been requested regarding clarification of the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the primary controller exhibited a controller fault alarm due to a depleted internal battery. The controller was exchanged to the backup controller, and then the backup controller failed to start and the ventricular assist device (vad) failed to restart. The patient was placed on the original primary controller and the vad restarted, and then back to backup controller and the vad restarted again. The primary controller and the backup controller were exchanged and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: controller (B)(6) was returned for evaluation. The pump (B)(6) and controller (B)(6) were not ret urned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Controller log files associated with (B)(6) were not available for analysis. As a result, the reported controller fault alarm event could not be confirmed. Failure analysis of the returned controller (B)(6) revealed that the device passed visual inspection and functional testing. Supplemental testing did not reveal any anomalies; the driveline connector preformed proper mating and locking actions with a driveline cable, movement of the cable did not create any alarms, and the controller was able to power a motor fixture without anomaly. Review of the controller log files associated with (B)(6) revealed several controller power-up events and vad disconnect alarms logged on (B)(6)2021. Analysis of the data log file revealed that the controller was not in use prior to the first controller power-up event; the first data point was logged at 17:11:32 on (B)(6) 2021, indicating that the power-up events occurred during a controller exchange. Various p arameters, including time, patient ID, pump ID, and speed, were then changed/set on (B)(6) 2021. Of note, only one (1) data point was logged on (B)(6) 2021, during which the pump was not connected. Based on the available information, (B)(6) was not connected to the pump on (B)(6) 2021; the vad disconnect alarms were likely due to the controller being powered on without the driveline cable connected. Another controller power-up event was recorded on (B)(6) 2021 at 10:39:36, which was associated with a successful motor start event at 10:39:44. A vad disconnect alarm was then logged at 10:49:12, indicating a physical disconnection of the driveline from the controller. Several additional controller power-up events and vad disconnect alarms were logged on (B)(6) 2021. However, no vad stopped alarms were logged on (B)(6). As a result, the reported failure to restart event was not confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal nickel-metal hydride (nimh) battery and/or a faulty internal battery charger integrated circuit. A possible cause of the observed vad disconnect alarms can be attributed, but not limited to, physical disconnections of the driveline from the controller and/or the controller being powered on without the driveline cable connected during initial programming of the controller. Additional products: serial#: (B)(6) h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 serial#: (B)(6) d9: yes, return date: 11-nov-2021 dev rtn to MFR? Yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.